Event description:
This rv lead was implanted on (B)(6) 2008 and was explanted on (B)(6) 2018 due to infection. The attending physician is dr. (B)(6) in (B)(6) hospital and medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).